Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the reported complaint. The fse was able to connect the grounding pad to the integrated electro surgical unit (iesu) erbe. However, fse ended up replacing the erbe. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported complaint. The unit was tested on the da vinci xi system. During this process, the grounding pad recognized as expected. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grounding pads were not connecting. The customer had tried four different grounding pads, cleaned the patient multiple times, and tried relocating the ground pad with no success. The customer noted that the contact pin on the iesu was loose. Technical support engineer (tse) walked through the customer setting up the third party generator but the customer was not getting any energy . The customer did not have a force triad generator and proper energy activation cable to match the generator. There was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was converted to a laparoscopic surgery, and the procedure was completed successfully with no injury to the patient. The site did not have a correct energy activation cable for the third party generator. No patient demographic information available.